Manufacturer narrative:
The device was received and an investigation is underway. A supplemental (B)(6) will be filed upon completion of our analysis.

Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support. After just over 30 hours of runtime, the pump stopped. The device was removed and replaced with an impella cp.

Manufacturer narrative:
The device and data logs were returned and an investigation was performed. Data logs confirm a pump stop had occurred. The device was found to have punctures in the catheter, indicative of a suture needle mistakenly hitting the catheter. Blood ingress was found and determined to have caused an electrical short, resulting in the pump stop. The root cause of the pump stop was blood ingress due to user technique resulting from the punctured catheter, allowing for blood ingress.